Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced a small bowel obstruction and leukocytosis on (B)(6) 2016. It was reported that the patient experienced partial small bowel obstruction and inflammation on (B)(6) 2017. It was reported that the patient underwent revision surgery on (B)(6) 2020. It was reported that during the surgery on (B)(6) 2020, mesh was implanted and the physician performed an abdominal wall reconstruction and inserted a jp drain. It was reported that the patient experienced pain, nausea, diarrhea, chills, inflammation, vomiting, scarring, keloids, and intimacy problems with her husband. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 9/15/2022.